Event description:
A customer contacted beckman coulter (bec) to report a leak at the probe of a coulter lh 500 hematology analyzer. The volume of the leak was approximately 3 ml. The customer was wearing personal protective equipment (ppe) consisting of gloves and a labcoat at the time of the event. No injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2013 and confirmed leak at the probe of the instrument. Fse replaced the wbc vacuum isolator chamber (vc11) and the tubing through pinch valve pv49. Pinch valve pv49 provides an open vacuum path from the probe wipe to the differential waste chamber vc7. However, the leak was not resolved and an additional service visit was set up. Another fse went on-site on february 20, 2013 and noted that the backwash of the instrument was not rinsing properly because the probe wipe was moving too far down. Fse replaced the cover slide and the cylinder air pot of the backwash and the leak was resolved. The repairs were verified per established procedures. The cause of the leak is attributed to the probe wipe moving too far down. (B)(4).